Event description:
In 2009, the pt reported issues with air bubbles in the insulin cartridge of her infusion device. She stated that today after changing the insulin cartridge, she found a small air bubble and she was able to prime it from the sys. Later, her blood glucose elevated to 428 mg/dl and she found more air bubbles in the insulin cartridge. She was able to prime the air bubbles from the sys. She stated that she properly adjusts the piston rod of the infusion device prior to inserting the insulin cartridge and she allows insulin to reach room temperature prior to use. A request for additional training was submitted. Upon follow up six days later, the pt stated that her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.